Manufacturer narrative:
For 1 event, the service actions resolved the issue. The follow up actions were that the field service engineer replaced the measuring cell and performed preventative maintenance. No further issues were reported after service. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Questionable high results were generated by the cobas e411 disk analyzer. The events involved a total of 1 patient with the following: 1 questionable result for elecsys hcg + beta test system. The patient age was 38 years. The patient's weight was requested but was not provided. The patient was female. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.